Manufacturer narrative:
The user was advised to follow up with their healthcare provider for further medical guidance. Review of the data management system confirmed that the user was actively using the system with up to date information. The incident is not related to the device and no further investigation is required.

Event description:
On march 10, 2026, senseonics was made aware of an incident in which the user reported visiting the emergency room. The user stated that the visit was due to constipation and that the event occurred on the same day. The user reported feeling better at the time of follow up. The user confirmed that the event was not related to diabetes, glucose measurements, sensor insertion, removal, or use of the system.